Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10.   Visual examination of the returned product identified impact parts on the device and the dovetail feature was flared. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The event can be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed. During the procedure the surgeon felt that the articular surface could not smoothly mate with the tibia plate. He removed the articular surface from the tibia plate, and verified no cement particles and soft tissue intervened with placement. Attempted insertion again with the same result. Subsequently, another articular surface was used and the procedure was successfully completed.